Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the procedure occurring was a sleeve gastrectomy. The scrub nurse held the yellow shipping wedge with her hand and closed the jaw of the instrument while holding the yellow tab in place,. This resulted in the breakage of the safety pin, which inserted into the cartridge mechanism, leading to the staples being applied only to the specimen side and not to the patient side. The malfunction resulted in dehiscence and the surgeon had to close using sutures. Surgical time was delayed by more than 30 minutes. No other adverse events were reported.